Manufacturer narrative:
Evaluated 3 open and used reservoirs. Inspected reservoirs. Inspected reservoir, snap-cap, and septum for anomalies none were found. Ran occlusion test as follows, reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump. Performed a manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion is that the reservoirs not occluded.

Event description:
The customer reported via phone call of multiple bent cannulas. The customer's blood glucose reading was 412 mg/dl at the time of incident. Troubleshooting found that the cannula was bent. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. There was no further information provided by the customer or troubleshooting and no high blood glucose troubleshooting was performed.